Manufacturer narrative:
It was reported that the patient has patella subluxation. Revisions surgery is planned to address the issue and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has patella subluxation. Revisions surgery is planned to address the issue and exchange the poly inserts.